Event description:
It was reported in an article that a pt had claudicatory low back pain accompanied by loss of lower extremity reflexes and diminution of pin appreciation in the l5 - s1 distributions. Following an x-stop l4-l5 procedure, the pt developed bilateral foot drop. The device extruded 3 months later and was removed. Nine months following the x-stop procedure, the pt had a laminectomy with resolution of pain and complete resolution of the foot drop on the left side and partial resolution on the right side.

Manufacturer narrative:
Routine literature search.